Event description:
It was reported that the wire was prepared as per IFU. The wire was flushed while still inside the hoop with saline and the connector cable was given to the nurse to be plugged into the pimmette and it was successfully recognized and zeroed. The wire was then taken out of the hoop, shaped the tip, and introduced through a 6f guide catheter. During normalization, it was observed that the pressure curve showed no movement. Only a steady line at a fixed level (not zero) was displayed. The wire was disconnected and reconnected to the connector but the same results were obtained. The wire was removed from the guide catheter and the pressure sensor was touched trying to get a pressure signal change but without any success. The nurse disconnected and reconnected the connector cable from the pimmette and she observed that the protection at the cable-connector joint was loose. She pushed the part back up. And as she was reconnecting the wire cable connector to the pim, she got an electric shock to her hand. She felt it was strong, more than a usual electric discharge. They decided not go ahead with any measurement, but continued to use the wire as a guide wire for the intervention. The pressure wire and the pimmette will be returned to the MFR.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is no other complaints reported for this failure mode within this lot. The field service engineer visited the site and it was observed that no ground cable was attached to the system. A safety test was performed before and after installing a new ground cable. These results from the safety test, conducted by the field service engineer showed the system was working according to specs. During visual inspection of the returned pimmette, slight contamination on the pimmette rj50 connector was observed. However, the contamination did not seem to be significant enough to cause any functional issues. A safety test performed on the returned pimmette revealed that there was no potential safety condition present with the device since the leakage current was below the acceptable leakage current. During functional testing, the pimmette was recognized. However, with the returned wire, an intermittent error message "(107) pressure wire has a short condition" message was produced. With the good known wire, the pimmette performed as intended and the wire was successfully zeroed without encountering any issues. The wire was received with some minor kinks on the hypotube. The pressure sensor was intact but the distal tip was wavy/curved. There was no fraying or device separation and all components are accounted for. However, the cable connector plug was loose and as a result, some of the wirings were exposed. When functionally tested, using a good known pimmette, an intermittent error message "(107) pressure wire has a short condition" message was also produced. At this time, root cause is unk. Further investigation will be conducted. A clinical assessment from scientific affairs will be included in the supplemental MDR.